Event description:
Patient presented to the physician with redness and scabbing at the chest incision site, and erosion of the stimulation lead body through the skin at the neck incision site. An allergic reaction was suspected. Physician brought the patient into the operating room and noted granulation tissue and fistula formation at both the ipg and neck incision sites. Upon opening the incisions, additional granulation tissue and fistulas were found encapsulated around the anchor sutures. The chest incision capsule contained purulent discharge, consistent with infection. Due to the findings, the physician decided to remove the entire inspire system and prescribed antibiotics after the procedure was completed.